Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads appear to have been crushed intra-vessel. Noise was observed, and the insulation has been stripped away. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and visual analysis of the lead indicated stretching. The analyst noted that the outer insulation was breached and the proximal coil fractured and in-vivo clavicle rib crush was confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) 2010 (B)(6); 5076-45 implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.